Manufacturer narrative:
Alleged failure: excessive glue. Probable root cause: manufacturing non-conformance, shipping damage. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that there was glue noticed during surgery at the tip of the probe.